Manufacturer narrative:
The investigation was completed by engineering. Engineering determined that the server that processes the ecare manager's sentry alerts experienced a hospital -eicu network connectivity issue. The result of the network connectivity issue was that one of ecare manager's services was unable to recover and the sentry alert did not trigger. As reported initially, the patient was gravely ill and had a cmo/dnr order. Ecaremanager provides a supplemental alert, not intended to be an alarm. The alarms were functioning at the patient bedside.

Event description:
This is a supplemental report to document (age at time of event) and (sex). Additionally, the investigation was completed and is documented within (additional manufacturer narrative). Date the information became available is updated as well as type of report indicating follow up.

Manufacturer narrative:
The customer provided the patient identifier and the investigator was able to remotely investigate. Patient data was queried as well as error logs. Initial evaluation did not identify any alerts that triggered for this patient. The data is still being analyzed and therefore, a supplemental report will be filed.

Event description:
The customer reported that they did not receive smart or sentry alerts for a patient they were remotely monitoring. Customer reported the patient was gravely ill and had a cmo/dnr order. The hospital ICU staff and the customer's eicu staff discussed the patient during the shift meeting. During rounds, the customer eicu staff determined that the patient expired, however, the eicu did not receive any smart or sentry alerts. Customer sent the information to philips for investigation. Additional information from the customer: patient was unstable for long period of time, correct care was being provided; the patient died of sepsis; the smart alert not firing did not impact the care to the customer.